Event description:
Philips received a complaint by the customer on the v60, indicating that there was battery failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was battery failure. The reported issue was unable to be confirmed and no fault was found. The reported issue was unable to be confirmed and no fault was found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). G1: contact office phone: (B)(6).